Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Customer has requested no repair. The unrepaired device will return back to the customer.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The software was upgraded to the current version. Device came in with a passive porting block. Customer has requested no repair. The unrepaired device will return back to the customer. The device was tested using active porting block per lbl 1155614. The device passed all testing.